Event description:
It was reported that during dft testing at a follow-up, an alert for possible output failure was observed. Upon interrogation, low hv lead impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.